Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with an implantable neurostimulator (ins) for unknown indication. It was reported the patient had pocket site pain from the ins tilting and putting pressure on the skin. A pocket revision was performed to place the ins more caudal in her buttock much below the belt line. No further complications were reported/anticipated.